Event description:
Note: the data safety and monitoring board (dsmb) adjudicated the incident to be device related on (B)(6) 2009. Subject was enrolled in presidio and cerecyte coils in large aneurysm (pac) study and diagnosed with incidental giant right middle cerebral artery (mca) unruptured, regularly shaped aneurysm which measured 18mm x 24mm and 6mm neck with no parenchymal abnormalities observed with MRI. An embolic accident at the end of the procedure with occlusion of a sylvian artery branch occurred. Subject was injected with 20mg of actilyse with partial re-permeation on the artery, causing a minor stroke. Patient was discharged with modified rankin scale (mrs) of 2 which is characterized by slight disability. The mrs remained on 2 after a one month follow-up on (B)(6) 2009.

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.